Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2018, the patient started shaking while they were in lima, peru. The caller stated that the patient came to the united states to have the ins checked, and the doctor told the patient that the ins battery was "almost done." The caller stated that the ins battery died while the patient was at the hospital, noting that the experience was awful. The caller added that the patient was in such bad shape after the ins operation that they had to go to rehab for a whole month.